Manufacturer narrative:
The evaluation code-conclusion has been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2015 UDI#: (B)(4). A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
This event was also reported under manufacturer report #3007566237-2020-00239 information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (20 mg/ml, 4.5 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. The patient had their pump replaced on the date of this report for a routine pump replacement due to the pump reaching estimated replacement indicator (eri). After disconnecting the suture-less connector of the 8780, the hcp saw some tissue in the catheter access port (cap) and chose to replace the pump segment. There were no known external factors and no diagnostics were performed. The pump segment was replaced with a 8784 revision kit. The spinal segment of the 8780 remained in place and still in use. The issue was resolved at the time of this report. Any additional information received will be reported under this manufacturer report. Additional information was received from a company representative (rep) via the return paperwork and the pump and partial catheter were received for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6)2013 product type catheter. Evaluation of implantable catheter serial number (B)(4) revealed damage to the damage transition tubing. As received for analysis, there was no tissue found inside the cup of the sutureless connector.

Event description:
Additional information was received from the company representative (rep). The rep confirmed the tissue was located in the sutureless connector on the catheter, not inside the catheter access port (cap) on the pump.